Manufacturer narrative:
(B)(4). Physio-control downloaded the electronic records from the device for review. Upon review of the electronic records, physio-control was able to verify the reported loss of power during the event. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off when medical personnel attempted to shock a patient. There were no reports of adverse effects to the patient as a result of the reported issue. No further information was provided. Physio-control has attempted to contact the customer in order to obtain additional information about the patient and the event; however, no response has been received.

Manufacturer narrative:
Physio-control was unable to duplicate the reported issue during testing. Physio downloaded the electronic records from the device for review. Upon review of the electronic records, physio was able to verify the reported loss of power during the event. Physio observed that approximately 11 seconds before the device powered off, the user had pressed the print button and that approximately 3 seconds before the device powered off, they also pressed the charge button. So the device was both printing and charging at the time of the reported loss of power. Device power was restored quickly and the device user was able to successfully deliver a 200j shock to the patient at approximately 33 seconds after the reported loss of power. Physio replaced the device's power pcb assembly, battery pins and the battery wire harness to resolve the reported issue. Physio then made other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control has determined that likely cause of the reported issue was due to a combination of worn battery pins as well as fretting corrosion on the battery wire harness contacts of cable-mounted plug connector designator p11, and the mating power pcb assembly contacts of pcb-mounted jack connector designator j11. The fretting corrosion has been determined to cause an increase in contact resistance which can result in a sudden loss of device power under conditions of high current usage from functions such as printing a code-summary® record. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.

Event description:
The customer contacted physio-control to report that their device powered off when medical personnel attempted to shock a patient. The customer advised that medical personnel were able to restore power and then attempted to charge and shock a second time, which was successful in delivering energy to the patient. Medical personnel further advised that the patient regained consciousness. The patient survived the reported event and there were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has requested additional information about the patient and the event.

Manufacturer narrative:
Event description, of the initial medwatch report indicated: the customer contacted physio-control to report that their device powered off when medical personnel attempted to shock a patient. There were no reports of adverse effects to the patient as a result of the reported issue. No further information was provided. Physio-control has attempted to contact the customer in order to obtain additional information about the patient and the event; however, no response has been received. Section b5, event description, of the initial medwatch report should have indicated: the customer contacted physio-control to report that their device powered off when medical personnel attempted to shock a patient. The customer advised that medical personnel were able to restore power and then attempted to charge and shock a second time, which was successful in delivering energy to the patient. Medical personnel further advised that the patient regained consciousness. The patient survived the reported event and there were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has requested additional information about the patient and the event. New information for supplemental medwatch report 001: the customer responded to physio-control's request for additional information. As a result, sections a1, a2, a3 and a4 have been updated accordingly. The customer advised that the reported event was a witnessed cardiac arrest by paramedics who were present. Additionally, it was later confirmed that the date of the reported event was 12/30/2018. Event date, has been updated accordingly. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off when medical personnel attempted to shock a patient. The customer advised that medical personnel were able to restore power and then attempted to charge and shock a second time, which was successful in delivering energy to the patient. Medical personnel further advised that the patient regained consciousness. The patient survived the reported event and there were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has requested additional information about the patient and the event.